Manufacturer narrative:
(B)(4). The t:slim g4 system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain and skin irritations (readiness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient contacted dexcon on (B)(6) 2016 to report that they experienced a red, blotchy and bumpy skin reaction on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. Skin reaction occurred around the sensor patch adhesive, located on the abdomen. On (B)(6) 2016, patient spoke to a doctor who recommended that the patient use skin-tac as a barrier between the skin and sensor patch. Patient treated the area with over-the-counter neosporin. No additional event or patient information was provided.